Manufacturer narrative:
This complaint was initially determined to not be MDR reportable; upon further review, and taking a conservative approach, it was determined to be reportable. Therefore the MDR deadline was exceeded.

Event description:
Metal tab broke from screw during insertion, screw had to be removed and replaced with a larger screw.